Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The starclose se device was used in an area of calcified plaque. It should be noted that the electronic starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, manufacturing, user pulls back on device during clip deployment. The treatment appears to be related to the circumstances of the procedure. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 1494: patient selection.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with a starclose device using a 6f sheath after a peripheral intervention procedure. Reportedly, there were no issues deploying the device. The clip captured the vessel; however, it was unable to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.